Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had absence of occlusion alarm. The customer¿s current blood glucose was 299 mg/dl and at the time of incident was 283 mg/dl. The customer reported that the high blood glucose was treated with the manual injection. The high pressure test was performed and the result of the test was that the insulin pump alarmed no delivery after 9ua and the test was not passed. The customer was advised to discontinue use of the insulin pump and revert to back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis